Manufacturer narrative:
The pad device was installed on (B)(4) 2009 but the pad-pak was removed and then re-installed on (B)(4) 2009 and again on (B)(4) 2009. After the (B)(4) 2009, the pad-pak was left in the device and perform and operated successfully until (B)(4) 2011. Multiple events between (B)(4) 2011 and (B)(4) 2012 would indicate the device was switching itself on automatically. The recorded temps on the device were found to be extremely low indicating the device was not being adequately stored. The problem with the device was attributed to a fault with the membrane. The exposure of the device to adverse environmental conditions is known to have a detrimental effect on the device membrane and is considered likely to be the root cause of the problem here. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involvement in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.